Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Nurse reported loud whistle noise during a lasik procedure. Procedure was reported to have been interrupted, as battery had discharged due to the noise, and was completed an hour and a half later. No patient harm was reported.